Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, arm 2 was defective. Prior to calling technical support, the customer disabled the arm 2 and continued. The technical support engineer (tse) reviewed the system logs and found a hall sensor error pointing to axis 8 on universal surgical manipulator (usm) 2. After a power cycling the system, error 23138 occurred pointing to the hall sensor on usm2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm due to hall sensor error on axis 8. The system was tested and verified as ready for use. Isi has requested the usm involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed a hall sensor error pointing to axis 8 on universal surgical manipulator (usm) 2 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h2, h6 intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6)2022 and obtained the following additional information: system functionality was checked upon powering on the system and there was no problem. The system initially powered on without errors. The error (recoverable fault 23086) occurred an hour and a half later. The staff pressed the recover fault button and restarted the system, but the same error occurred again. Then, they disabled arm 2. The procedure was completed successfully with the remaining three arms. The site cannot share patient-related information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. The usm was tested on an in-house system and failed normal mode as it triggered error 23138 on degree of freedom (dof) 7. The usm failed patient side cart (psc) fixture test platform (pftp) as it failed the sine cycle tests on dof7. The usm went through more testing on a pftp and passed direction tests, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switch test. The instrument sterile adapter (isa) board, dof 7 rotor, and dof 7 gearbox will be replaced a fix to the reported problem.